Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No cosmetic damage noted during physical inspection.

Event description:
Customer reported via phone call that he was hospitalized for high blood glucose. Customer's blood glucose was 590 mg/dl. Customer was wearing the device at time of the hospitalization. During troubleshooting, device passed the high pressure test. Customer wanted the device replaced. Customer agreed to return the device for analysis.